Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: expiration date. H4: sterile part:292.623s, sterile lot no:9l89474, release to warehouse date:28 sep, 2022, expiry date:01 sep, 2032, manufacturing site: werk selzach, supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.. Non-sterile part: part #: 292.623, lot #: 1645p22, manufacturing site: balsthal, release to warehouse date: 20. Sep 2022. A manufacturing record evaluation was performed for the finished device 292.623 lot #1645p22, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name and address.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with a sterilized product in question. Once opened and placed on the operating table, it was found bent and use was discontinued. Another identical product was opened and used. Procedure was completed successfully without any surgical delay. No further information available. This report is for one (1) 1.1mm non-threaded guide wire 150mm this is report 1 of 1 for complaint (B)(4).